Manufacturer narrative:
Please see medwatch form mw5088046. Mfg date was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. The navigation system was unable to communicate with the instruments. Navigation was aborted and the procedure was rescheduled for a later date. No further complications were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the communication issue was due to too many metal instruments in the electromagnetic field, which caused the emitter to not register the instruments. The surgery was able to be completed the same day after troubleshooting. The length of delay was unknown. The site staff were re-educated on how important it was to remove metal instruments from the surgical field when navigating. The patient was under anesthesia when the issue occurred, but no incision was made. The surgeon was trying to use the straight suction when the issue occurred.